Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however a like device catalog # 86746545, 510k # k042025 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l3-5 to treat lumbar canal stenosis. It was reported that the nut could not be broken off during the final tightening. The surgeon replaced the nut with a new one several times, but he was still not able to break off the nut. As a result, he made an incision where he could not break off a nut, and then he placed a nut which had been broken-off in advance. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# g86746545, lot 0173779w, manufacture date 10-aug-2011; lot 0172137w, manufacture date 29-jul-2011; lot 0170047w, manufacture date 18-jul-2011.